Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet exhibited a charging problem involving the battery charger, where a flashing green light was observed on the charging pad and the device initially did not charge; after guidance to use a different outlet, the indicator turned solid green and charging proceeded normally. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem at the battery charger interface, which resolved when an alternate outlet was used. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.